Manufacturer narrative:
Results: the cat3 was fractured approximately 15.0 cm from the hub. The cat3 was ovalized approximately 113.0, 139.0, and 149.5 cm from the hub. Conclusions: evaluation of the returned cat3 confirmed a fracture in the proximal shaft. Stress marks were observed near the fracture; this indicates that the fracture was likely kinked prior to fracturing. If the 3maxc is forcefully advance against resistance, damage such as a kink may occur. Further manipulation of a kinked device may result in a fracture. Further evaluation of the returned cat3 revealed ovalization along the catheter shaft. These ovalizations were likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the posterior and anterior tibial arteries using an indigo system aspiration catheter 3 (cat3) and a non-penumbra sheath. During the procedure, the physician encountered resistance while introducing the cat3 into the sheath. Subsequently, the cat3 broke near the proximal end, outside of the patient's body. Therefore, the cat3 was removed. The procedure was completed using another catheter and the same sheath. There was no report of an adverse effect to the patient.